Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited undersensing, upon technical services (ts) review of the most recent episode in latitude nxt at the request of the field representative. It was noted that the field representative was attempting to locate some previous episodes on the programmer that could not be found. Ts noted they were likely overwritten with newer episodes of the same weight or importance. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.